Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified tubing separated from dark blue connector. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; the device failed leak testing due to a leak through the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had disconnected at some point during peritoneal dialysis therapy. The patient tried to put the transfer set back in but it kept falling off. There was no patient injury or medical intervention associated with this event. No additional information is available.